Event description:
It was reported that "tavi procedure, the membrane of the manta sheath was stiff and the manta catheter couldn't penetrate it. The doctor had to take new device, and that was ok". The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "tavi procedure, the membrane of the manta sheath was stiff and the manta catheter couldn't penetrate it. The doctor had to take new device, and that was ok". The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). Correction to section d: UDI number. Device evaluation: one unit of manta, sheath and dilator were returned for evaluation. Minor blood particulates were noted on the unit. The units were decontaminated and inspected. No damages observed. Manta was functional tested for advancement via the sheath. Resistance was observed. The device lot history record review for lot number mn2301564 manta 18f ce indicated no non-conformities related to this lot, and the issue was likely isolated to the single device found during testing. Therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following the tavi, an 18f ce manta was deployed in the right common femoral artery for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No kinking occurred to the bypass tube when met with resistance. The first 18f ce manta device and sheath were removed, and a new 18f ce manta device and sheath were loaded and deployed without issue. The patient did not experience any harm or health consequences from this event and the outcome post-procedure was stable. A CAPA was previously opened under teleflex quality system to address this issue. Based on the investigation, the root cause has been determined to be lack of production and process controls that led to a shift in button valve performance. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.